Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon attempted registration and it failed on five consecutive occasions. The patient tracker was replaced during that process and registration still failed. The site abandoned navigation and was able to complete the procedure. There was a less than 1-hour delay to the procedure and no impact on patient outcome.